Event description:
It was reported that during a procedure to implant a stent in the right sfa, the stent would not deploy. Reportedly, it appeared as if the metal was detaching or was loose. The system was removed. A different stent was implanted, without difficulty. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received at the mfg site to date. This application represents an off-label use for this device. The info for use for this device states: the conformexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.